Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a battery depletion (bd) error was reported. Device data was uploaded and sent to boston scientific technical services (ts) for review. Ts confirmed there was no bd error, but did note a da error had recorded in the device firmware, indicating a temporary memory reset. Ts discussed how the da error will self-correct by the device. Device therapy was not impacted and no adverse events were reported. The device remains in service.